Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and cardiac arrest. It was stated that the customer is new to insulin pump therapy, and had just started therapy on (B)(4) 2010. The customer had been doing fine on the insulin pump, and was able to control her blood glucose levels with boluses prior to experiencing cardiac arrest. Nothing further was reported.